Event description:
A us distributor contacted zoll to report that a patient experienced an inappropriate defibrillation consisting of two shocks event while in an ambulance being transported to the hospital. Multiple counting of tall t-waves contributed to the false detection. The response buttons were not pressed during the entire event. The patient was admitted to the hospital and received an ICD.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. There is no information to suggest that the patient sustained a serious injury. The patient was admitted to the hospital and received an ICD. Device evaluation was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Monitor (B)(4) - initial use, electrode belt (B)(4): 04/2013 - reuse. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, an training to press the response buttons to prevent an inappropriate defibrillation.